Event description:
It was found on 10/05/2016 during follow-up for the end of service candidates from an obituary search that the patient had passed away on (B)(6) 2013. No additional relevant information has been received to date.

Event description:
The physician's office state that he last saw the patient in 2013 and doesn't have any details on the cause of death but he states it was not vns related as he would have definitely been notified if it was. That was all the information that he was able to provide. No additional information has been provided to date.